Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a pocket erosion due to the device was noted. The device was explanted but it is unknown if it was replaced. The patient was stable with no adverse consequences. Additional information was requested but has not been received.